Event description:
It was reported that a rotawire detached and remained inside the patient, and death occurred. The 95% stenosed target lesion was located in severely tortuous and severely calcified mid distal obtuse marginal (om). A rotapro and rotawire were selected for a procedure. During procedure, the rotawire prolapsed into another vessel and sheared off. An attempt was made to retrieve the detached distal end of the rotawire but this was unsuccessful. The detached wire remained in the distal om and the patient died.